Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
The customer reported that the cutter was not working during surgery. The status of the aspiration was not known. No patient harm reported. Additional information has been requested.

Manufacturer narrative:
No probe sample was returned for evaluation for the report of the cutter not working; therefore, the condition of the product could not be verified. A review of the related device history records for the reported lot numbers indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there were no other complaints for the reported issue. A sample was not returned by the customer and the device history record review of the lot numbers provided indicated the product was processed and released according to the product¿s acceptable criteria, the root cause for customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).